Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Damaged condition confirmed. Visual examination of the unit confirmed the slide clamp missing and the luer lock broken off at the tubing's end. Device's luer lock was not returned with the unit for evaluation. The tubing's end was noted to be jagged, not smooth. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter healthcare that the luer lock was discovered separated off of the device with the safety slide clamp missing as a result. The customer also reported the end of the tubing appears "rough." The customer stated the device was received this way out of the bag. There is no report of patient involvement. No additional information is available.